Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Procedure: repair of incarcerated ventral hernia with mesh and partial omenectomy. Specimens: omental tissue to pathology. Complications: none. Disposition: the patient was taken to the recovery room in stable condition. Indication: this 51-year-old gentleman who comes in with a vaginal hysterectomy [sic]. He was seen initially by dr. Timothy smith. The patient was examined in the office and I concurred that a herniorrhaphy should be performed. Risks, benefits and alternatives of the surgery were discussed with the patient. These included, but were not limited to bleeding, infection, possibility of recurrence, possibility of injury to the bowel. All questions were answered and consent was obtained. Description: ¿the patient was taken to the operating room and identified. He was then appropriately sedated and placed under anesthesia¿s care. The abdomen was then prepped and draped. He did receive perioperative antibiotics along with pneumatic compression boots to his calf. An incision was made over the defect and incarcerated omentum identified. All surfaces were clean down to the level of the fascial defect and the incarcerated omentum has been resected with kelly clamps and ties. The defect was sizeable insofar as a piece of mesh was needed. Gore dual mesh product was needed. It was anchored up to the fascia in interrupted fashion in a tension-free manner using ethibond sutures. Care was taken to make sure that the healthy fascia was used as part of the repair. The wound was inspected and found to be repaired without tension. The wound was irrigated saline and injected with 0.5% marcaine with epinephrine and was closed in layers with 3-0 vicryl for the deep layers and staples for the skin. A sterile dressing was applied. An abdominal binder was used. The patient tolerated the procedure well and was taken to recovery in stable condition.¿ product identification records for the alleged gore device were not provided. ??/??/??: [missing records: records for the CT scan of his abdomen, prior to procedure on (B)(6) 2013 were not provided.] (B)(6) 2013: (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure: repair of recurrent ventral hernia with mesh plug. Complications: none. Disposition: the patient was taken to the recovery room in stable condition. Indication: the patient is a pleasant 52-year-old gentleman who is a prior patient. He had undergone a ventral hernia repair approximately two years ago. The patient has gained a significant amount of weight. The patient noticed a bulge at the superior aspect of the abdominal incision and on examination in the office I felt that this was consistent with a recurrent hernial. We did do a CT scan of his abdomen due to some other complaints and no other pathology was noted. The patient requested that the surgery was done to repair the hernia and I told him that the hernia could be repaired, but there is some guarantee that it will not recur. He understood the risks, benefits, and alternatives including infection, bleeding and recurrence. He also understood the possibility of injury to the bowel. All questions were answered and consent was obtained. He is cleared medically by his primary care physician. Description: ¿the patient was taken to the operating room identified and the patient was then appropriately sedated and placed under anesthesia care. A time-out procedure was done. The patient¿s abdomen was then prepped and draped in the normal sterile fashion. An incision was made to the upper abdomen. Please note that the old scar that the patient had was excised. Once this was done, dissection was carried down to the abdominal wall and a recurrent hernia was identified at the superior aspect of old repair. All fascial edges were dissected around the defect. The prior existing mesh was in good placement except for the area where it pulled away from the fascia. It is my opinion that the best way to fix this would be a medium sized plug in order to fill the defect. The mesh was then employed appropriately and anchored to the fascia superiorly and into the old mesh inferiorly. A tension-free repair was achieved. The patient tolerated this very well. The wound was irrigated, injected with marcaine, and closed with 3-0 vicryl for the deep layer and 2-0 vicryl for the skin. Sterile dressings were applied. Abdominal binder was also applied to the patient¿s abdomen. The patient tolerated this very well and was taken to the recovery room in stable condition.¿ (B)(6) 2013: (B)(6) hospital. Implant sticker. Bard mesh perfix plug. Site: ventral hernia. (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure: reduction/repair of recurrent ventral hernia with excision of old mesh product. The repair was done with ventralex mesh. Specimen: old mesh along with omentum to pathology. Complications: none. Disposition: the patient was taken to the recovery room in stable condition. Indication: the patient is a 53-year-old gentleman with a history of recurrent hernia. The patient was seen in the office and I recommended a repair with mesh. The risks, benefits and alternatives of the procedure were carefully explained to him, which included infection and bleeding, and the possibility of recurrence. All questions were answered and he did receive medical clearance, along with cardiac clearance. Consent was obtained. Description: ¿the patient was taken to the operating room and identified. He was then appropriately sedated and placed under anesthesia¿s care. The patient¿s abdomen was then prepped and draped in a normal sterile fashion. A time-out procedure was done. The wound was then opened in the midline and the scar tissue excised. The abdomen was then accessed. The old mesh that had been placed previously had pulled away from the fascia and it was somewhat contracted, therefore the old mesh was excised. The fascial edges were then cleaned in all directions, and piece of ventralex mesh was then used. It was cut to fit the defect, with some redundancy, to allow a tension free repair. The mesh was sewn in, with interrupted ethibond sutures, and this was done without difficulty. An excellent repair was achieved. The wound was then injected with 0.5% marcaine with epinephrine, and then the redundant fascia closed over the mesh. The skin was approximated with vicryl sutures and then closed with a running nylon stitch. Sterile dressings were applied. The abdominal binder was placed on the patient in the operating room. The patient was taken to the recovery room in stable condition.¿ (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative progress note. Preoperative diagnosis: incisional hernia without mention of obstruction or gangrene. Postoperative diagnosis: same. Procedure: repair incisional hernia with mesh. Scar tissue and old mesh, permanent/formalin, pathology. Findings: ¿rec ventral hernia.¿ complications: none. (B)(6) 2014: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2014 procedure was not provided.] ??/??/??: [missing records: records for the CT scan showing ¿history of infected mesh¿ were not provided.] (B)(6) 2014: (B)(6) hospital. Lab. Albumin 3.4 l. (B)(6) 2014: (B)(6) hospital. (B)(6), md. Progress notes. Abdominal pain, to or today for debridement of wound. Abdomen: tenderness all 4 quadrants. Midline abdominal incision with purulent yellow drainage. CT: findings consistent with history of infected mesh. Impression: abscess abdominal wall, infected hernioplasty mesh. ??/??/??: [missing records: records for the CT scan showing ¿postsurgical changes consistent with prior ventral abdominal hernia repair. Prominent diastases of rectus abdominis musculature with bulging of ventral abdomen¿ were not provided.] (B)(6) 2014: (B)(6) hospital. (B)(6), md. Progress notes. Pain upper abdomen. (B)(6) 2014 CT abdomen/pelvis: postsurgical changes consistent with prior ventral abdominal hernia repair. Prominent diastases of rectus abdominis musculature with bulging of ventral abdomen. Impression: umbilical hernia. Plan: diastases of abdominal wall musculature. CT/us did not demonstrate any sign of hernia or fluid collection. I do not identify need for surgical intervention. (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: excision of retained old mesh with reconstruction of the abdominal wall defect with ventralight st mesh. An 8 x 10¿ patch was used. Anesthesia: general. Specimen: resected tissue to pathology. Drains: none. Complications: none. Blood loss: minimal. Disposition: the patient was taken to the recovery room in stable condition. Indication: the patient is a very pleasant 53-year-old gentleman with a history of recurrent ventral hernia. The patient is obese and diabetic, which contributed to his initial hernia repair failure. The patient subsequently has begun treatment for his diabetes and quit smoking. It was felt appropriate at this time to proceed with another attempt at repair of his ventral incisional hernia. The patient is aware of the risks, which included infection, bleeding and the possibility of recurrence. The possibility of infection was also discussed and he is at high risk for this given his history of diabetes. All questions were answered and consent obtained. Procedure: ¿the patient was taken to the operating room and identified. He was then appropriately sedated and placed under anesthesia¿s care. The patient¿s abdomen was then prepped and draped in a normal sterile fashion. Once this was done, the incision was made around the hernia defect along enough exposure to remove the failed mesh product. The fascial edges were then clearly identified and cleaned circumferentially. It was felt that the best material was the ventralight st product and an 8 x 10¿ piece of material was used. This allowed enough redundancy to allow a tension-free closure of the abdominal wall defect. Using #0 ethibond sutures, the patch was anchored laterally several centimeters from the edge. This was done with the aid of a laparoscopic suture passing instrument. A tension-free attachment of the mesh to the fascia was achieved. The patient did have enough redundancy of the soft tissues of the abdominal wall and after mobilization allowed the mesh to be covered with his layer of adipose tissue and loose fascial edge. A penrose drain was then left in the wound to provide protection from a seroma and then the skin was closed in layers with vicryls for the deep layers and staples for the skin. Sterile dressings were applied. The patient tolerated this very well, and was taken to recovery in stable condition.¿ (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative progress note. Preoperative diagnosis: other ventral hernia without mention of obstruction or gangrene. Postoperative diagnosis: same. Procedure: open repair complex recurrent incisional hernia with bard mesh. Chronic abdominal wound tissue with foreign body, permanent formalin, pathology. Findings: ¿recurrent hernia.¿ complications: none. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) . Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh contracted and mesh removal. Additional event specific information was not provided.